Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve, with this delivery catheter system (dcs), the patient was hypotensive and had a hematoma. A computed axial tomography (cat) scan revealed a iliofemoral arterial bleed. The patient was given four units of blood and went to the operating room for a surgical vascular repair. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that an external iliac perforation caused retro peritoneal bleeding and the need for a subsequent surgical patch repair. It was reported that per the physician, the delivery catheter system (dcs) may have contributed to the injury. The dilators used to dilate the tract and the condition of the patient's artery may have contributed as well. It was reported that the inline sheath was used, no introducer sheath was used. If information is provided in the future, a supplemental report will be issued.